Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven event. After anti-tachycardia pacing (atp) was delivered, the rhythm accelerated into the ventricular fibrillation (vf) zone and subsequently treated with an electric shock which successfully converted the rhythm. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. At this time, this device system remains in service.